Manufacturer narrative:
The event is currently under investigation.

Event description:
At the end of the procedure a final angiogram was performed. An endoleak was visible at the level of common iliac arteries (dilated/aneurismatic). Selective angiogram was performed in order to exclude different type of endoleak (1a, 1b, 2, 3 from body and limb intersection) so finally they found that the leakage for them is from a tear in the graft material. Another limb was positioned inside the one that was in place. Afterwards, the endoleak disappeared. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, instructions for use (IFU), trending, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Instructions are in place to verify that the device is manufactured to specification. The device is shipped with instructions for use (IFU) which advise the end user regarding correct deployment procedure. Based on the available information, it is not possible to determine the exact root cause. As the leak through the fabric occurred the day the zenith flex with spiral-z technology aaa endovascular graft iliac leg was deployed, the causes can be narrowed down. One possible cause could be suture hole leaks. Multiple suture leaks are associated with iliac outflow limitation, which increases the likelihood of provoking the suture holes due to increased pressure, and use of anticoagulation, which is standard within the evar procedures according to the IFU. This leak may also have occurred through aggressive molding balloon inflation which would cause the fabric around the suture holes to be stretched or ripped if calcification was present, therefore widening the holes. It is unlikely that the graft was damaged prior to the deployment due to the quality control on products. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.